Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted her performed a lysis of extensive adhesions, mid to small bowel resection, resection of small bowel fistula, expulsion of old infected mesh, drainage of abdominal wall abscess and component separation repair. It was reported that the patient experienced severe pain, inflammation, nausea, scarring, disfigurement, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/26/2024. Additional b5 narrative: it was reported that the patient underwent rives-stoppa ventral hernia repair with 2 prolene mesh implanted, bilateral spigelian defect repair on (B)(6) 2005. It was reported that the patient underwent removal of old mesh on (B)(6) 2019. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 06/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.